Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: on (B)(6) 2017, 66 mg/dl, 135 mg/dl, 150 mg/dl and 60 mg/dl. On (B)(6) 2017, 80 mg/dl and 210 mg/dl. On (B)(6) 2017, 65 mg/dl and 189 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.